Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The exposed superior vena cava defibrillation coil became extrinsically distorted due to pulling/stretching/overstress toward the distal end of the lead. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure the superior vena cava (svc) coil was damaged when removing it from the body through the sheath. The lead was never implanted and was replaced with a new lead. No patient complications have been reported as a result of this event.